Event description:
Physciain reported "implant rupture" device has been explanted. This relates to an unknown side

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: broken shell, red biological tissue and labeled as right side. Analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Further reported was ¿pain on pressure in the inner quadrant of the right breast¿ and "wrinkled contour of the implant". Affected side is right.

Event description:
Physician reported "implant rupture" device has been explanted and replaced with a non-allergan device. Subsquently, MRI report identified, " wrinkled contour of the implant and pain on pressure in the inner quadrant of the right breast this relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as surgical impact opening (shell thickness within specification). Wrinkling: not observed creases on the device. Pain: unable to observe as it is not related to the device. Additional observations: observed non penetrating nick. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: h10 (device evaluation).

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Pain: unable to confirm as it is a medical event not related to the device. Wrinkling: not observed. Additional observations: deformation observed. No further actions are required as the device was implanted.

Event description:
Physician reported "implant rupture" device has been explanted and replaced with a non-allergan device. Subsquently, MRI report identified, " wrinkled contour of the implant and pain on pressure in the inner quadrant of the right breast this relates to the right side.

Event description:
Healthcare professional reported "implant rupture," ¿pain on pressure in the inner quadrant of the right breast,¿ and "wrinkled contour of the implant. "Device has been explanted. This relates to the right side.